Event description:
The pt experienced a loss of therapeutic effect and stimulation in the wrong location. It was reported that "he feels one of his leads has moved, and he is now getting stim in his leg instead of his groin." Further info is being requested from the healthcare professional.

Manufacturer narrative:
(B) (4).